Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable had an electrical issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable had an electrical issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.